Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose levels with a bolus delivery and an hour later their blood glucose was high once again. Customer declined to speak to the 24 hour helpline stating that the high blood glucose may be a result of not taking their long acting insulin in the morning.